Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high, as high as 592 mg/dl. The blood glucose rose despite a set change and treating. The customer treated with the insulin pump. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and the customer found no leaks. The customer found air bubbles and was assisted in priming them out. The customer reported a lump and pain at the insertion site. The customer was advised to call back to perform a high pressure test if the high blood glucose continued after a set change. No product will be returned at this time.